Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) experienced false bradycardia episodes and false pause episodes due to intermittent undersensing of qrs complex. The device remains in use. No patient complications have been reported as a result of this event.